Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a detached sensor wire. Date of issue is an approximation. The patient stated the sensor pod and transmitter had fallen off and believed that the sensor wire remained underneath her skin. The patient indicated they went to a dietician regarding the possibility of the sensor wire under her skin and was advised to contact dexcom. No additional patient or event information is available.